Manufacturer narrative:
Insulin pump passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not hear the beeps on the insulin pump. The customer¿s blood glucose during the incident was 104 mg/dl. The device failed the audio test. The device will not be returned for analysis.